Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having spinal therapy open-technique lumbar instrumentation to l1 for lumbar spinal stenosis, fracture of the l5 vertebral body and l4 transverse process. It was reported that screws were placed at one level. The day after surgery, the patient reported severe pain and was unable to ambulate independently, remaining bedridden; additionally, he is undergoing dialysis treatment due to renal failure. It was mentioned patient's pain was caused by the damage to the screw. Revision surgery was performed and implant was explanted. There were no further complications reported as a result of this event. The initial surgery was performed on (B)(6) 2026. The diagnosis provided by the hospital was lumbar spinal stenosis. During the procedure, 4 screws, 4 blockers, and 2 rods were explanted.